Event description:
On 08/23/2024, it was reported by a distributor via (B)(4) that an ar-1588rt-2j tightrope, and an ar-1588btb-ib tightrope broke. This occurred during an lca graftlink procedure on (B)(6) 2024 upon insertion the ar-1588rt-2j tightrope broke on the femoral button. They then opened the ar-1588btb-ib btb tightrope, and the same thing happened it broke at the button. The broken fragments were retrieved from the patient. The case was completed using a third tightrope.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.